Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all results obtained. Customer reported fasting back to back meter comparison blood glucose test results using her truemetrix meter of 307 mg/dl and another device (her neighbor's truemetrix meter) of 125 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. Customer did mention glucose levels being slightly elevated according to doctor but customer says that results from meter are still higher than expected. Customer was using the correct technique. The customer provided no answer to if she was feeling well or having any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer was unable to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all of the readings customer is concerned that her meter is reading higher than normal.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all results obtained. Customer reported fasting back to back meter comparison blood glucose test results using her truemetrix meter of 307 mg/dl and another device (her neighbor's truemetrix meter) of 125 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. Customer did mention glucose levels being slightly elevated according to doctor but customer says that results from meter are still higher than expected. Customer was using the correct technique. The customer provided no answer to if she was feeling well or having any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer was unable to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 307mg/dl (B)(6) 2017 08:59 am fasting: yes, the 254mg/dl (B)(6) 2017 09:17 pm fasting: yes, the 195mg/dl (B)(6) 2017 04:55 pm fasting: yes, the 196mg/dl (B)(6) 2017 04:53 pm fasting: yes, the 185mg/dl (B)(6) 2017 03:31 pm fasting: yes. Memory concerns: customer is concerned with all of the readings customer is concerned that her meter is reading higher than normal.